Event description:
Report received of an over-delivery of potassium. It was reported that the pump was received in the user facility's biomedical dept with an unsigned note that read, "infused too fast. Incorrect volume displayed. Potassium bolus given to pt". No additional info was provided. Multiple attempts to obtain further info have been unsuccessful.